Event description:
A copy of the medwatch report from FDA was received, which states, "alaris pump was in use to infuse a normal saline (0.9%) drip intravenously at 100ml/hr at the start of shift (1900). Normal saline bag found to be almost empty at 2400. However, the volume remaining on the pump showed 450 ml plus. Channel and brain of alaris pump taken out of service." There was patient involvement, but unspecified harm.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an si-inaccurate delivery was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.